Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level and had pump error. Customer's blood glucose value was 495 mg/dl at the time of the incident. Customer states they are unable to exit the "load reservoir" process. Customer states the rewind option displayed after an alarm. The customer was assisted with troubleshooting and declined for high blood glucose. Customer will be returned device for analysis.